Event description:
It was reported that an occlusion alert occurred on an ilet system using a contact detach infusion set, with a reported hyperglycemia and a fingerstick of 433 mg/dl and a subsequent reading of 365 mg/dl trending down after supply change. The alert was initially dismissed but recurred and troubleshooting confirmed drops in the tubing before the user performed a full supply change, after which the occlusion condition resolved. Customer care provided support that included guided troubleshooting and confirming flow through the tubing. Investigation of this case revealed that the occlusion alerts were consistent with an infusion delivery obstruction associated with the infusion set, which resolved after replacement, aligning with an insulin flow restriction at the set or tubing. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of the alert following the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that was corrected by changing the infusion supplies.